Event description:
It was reported that the patient had never had good stimulation. The manufacturer representative (rep) was on his way to the revision. The patient had always had some rib stimulation on the right side. According to an x-ray, the lead had slipped laterally. Follow-up was not required.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).